Manufacturer narrative:
Product ID: 39565-30, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient met with a manufacturer representative (rep) for reprogramming last week and stated that the rep determined at that time that "one lead point or contact was not working or defective". The patient was planning on having the ins removed and possibly the leads.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that 3 or 4 programs were just not working properly. They were programmed to target specific areas but when they used the programs the stimulation was "kind of all over the place." It would be really intense then it would go down like a fast speed versus a slow throbbing speed. The 3rd program was not working but the 4th was working okay and got get the targeted stimulation at the pain in s1 which was the problem area. It was noted that standing, sitting, or body positions in general did not help or change the sensation. The problem started in (B)(6) 2019. The patient was currently traveling and was provided a list of hcps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having problems with the device malfunctioning and after visiting with the hcp they decided to replace the ins. No further complications were reported.